Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The following info was reported by the customer's attorney's office: in 2002, the customer's doctor prescribed the use of an insulin pump with an infusion set. She allegedly failed to received the correct doses of insulin to manage her diabetic condition. She was hospitalized resulting from improper amounts of insulin. As a direct and proximate result, she has suffered and will continue to suffer.